Manufacturer narrative:
During evaluation, the following issues were identified: the bending section cover adhesive was cut, partially detached and was no longer water-tight; the universal cord was scratched; switch button 1 was scratched; the scope cylinder was sheared; and the video cable was scratched. Functional testing determined the clogged instrument channel caused the device's suction volume to fail suction testing. In addition, a worn angle wire caused the bending angle to be out of specification for the left/right direction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the investigation and the available information, the instrument channel was likely blocked with a stent, however, the object was not identified during evaluation; therefore, a definitive root cause could not be determined. The device instructions for use document was reviewed. Review showed the following relevant precaution regarding the use of the instrument channel in chapter 3- preparation and inspection: "do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that a stent got stuck inside the scope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed with a similar device. There was no patient injury reported due to the event. The device was returned to olympus medical for evaluation. During evaluation, the forceps could not be inserted due to an accessory stuck in the instrument channel. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.